Event description:
It was reported that the patient presented to the clinic for follow-up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high, out-of-range pacing impedance; high, in-range defibrillation impedance; high capture threshold; loss of capture; and a lead integrity issue. No intervention was performed, and there were no adverse effects on the patient.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier cannot be obtained.